Manufacturer narrative:
Analysis of the pump/motor revealed gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8709, lot# j10974r33, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Manufacturer narrative:
Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8709, lot# j10974r33, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient symptoms included stomach pain, diarrhea, eyes running, and "unbearable pain." On (B)(6) the patient felt like it stopped and started because sometimes he felt no pain. The cause of each stall was unknown.

Manufacturer narrative:
Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8709, lot# j10974r33, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
It was reported that multiple motor stalls occurred and the stall never recovered. Actions required as a result of the event included explant and replacement. Diagnostic testing or troubleshooting had included checking the pump logs. The cause of the stalls was unknown. Symptoms the patient experienced associated with the event included underdose symptoms, the specify symptoms were not specified. The location of the symptoms was listed as ¿whole body¿. The patient¿s status at time of this report was listed as ¿alive - no injury¿. The device system was used to deliver morphine, fentanyl and bupivacaine. It was later reported that two motor stalls had occurred and the second one didn¿t recover. The device manufacturer representative didn¿t have the dates of the motor stalls any longer or the causes of the stalls. The patient reportedly went through withdrawal symptoms. The pump was replaced as reported and the patient was ¿doing well so far¿. Additional information has been requested, but was not available as of the date of this report.